Event description:
The customer reported that the insulin pump alarmed button error while working out. The battery was changed, but the device did not turn back. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a slightly loose drive support disk. The device alarmed button error followed by intermittent buttons as a result of corroded keypad traces. The device was received with cracked case at the display window corners, scratched screen and missing end cap sticker.